Event description:
One discrepant creatinine kinase mb pt result. Initial result 5.68 ng/ml, repeated twice giving 3.60 ng/ml and 3.18 ng/ml (different analyzer, same methodology). Initial result was not reported. The field svc rep performed performance tests which were within spec. The investigational unit did not identify a specific root cause, however, noted the user is not following the sample collection tube MFR's instructions for sample centrifugation.